Event description:
It was reported that during the use of the device for a non-clinical activity (cleaning), there was no water flow with the cooler heater unit. This has been an ongoing problem, but they are using the unit. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) confirmed the reported complaint. The fsr replaced the cardioplegia (cpg) board but when the unit was turned on, it shorted the cpg board. The fsr returned and replaced the cpg pump assembly, all three cpg valves and cpg printed circuit board (pcb). The unit operated in all modes, with no leaks noted. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts was returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.